Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. When the patient woke the day of the event, paramedics was at her house. Her dexcom reportedly never went off. The patient had passed out and had seizures and her husband called emergency medical services (ems). The patient had been asymptomatic prior. The cgm reading at that time was unknown and it was not reported whether the a bg was checked at that time. When paramedics arrived, the cgm was 172 mg/dl and the bg was so low that they couldn't get readings initially. The bg was checked twice and the 2nd time bg was reading at 23 mg/dl. The patient guessed she was given fast acting glucose through an IV (1 bag). After paramedics left, she started to feel weird and so she decided to checked her cgm and bg to recalibrate it. The cgm was at 180-182 mg/dl and bg was at 132mg/dl. At the time of the call later the same day, the patient felt okay. She did another calibration and the bg was 111mg/dl while the cgm at 142 mg/dl. The patient planned to change the sensor and start a new session. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.